Event description:
The patient's mother reported that the down button was not responding on the keypad. The pump was programmed by the patient using the up arrow button only and the programming was being monitored by the patient's mother. The arrow button was worn and mother denies damage to the keypad or exposure to cleaning solvents.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keys were intermittently responsive. The keypad was removed and contamination was found under all key contacts.